Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. Although it was reported that the detachment occurred while using the old design of the distal cover (maj-2315), the facility currently uses the new design of the distal cover (maj-2315). When asked to perform a demonstration of attaching the distal cover to the scope, it was observed by olympus that the user successfully performed the following: ¿ when attaching (when the distal cover passes over the hook of the distal ring), push the appropriate part of the distal cover to attach it in the correct direction. ¿ after attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. ¿ after attaching, check that the distal cover is firmly attached by gently pulling/twisting it. However, during the demonstration of attaching the distal cover, it was observed by olympus that the user did not successfully perform the following: ¿ before attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. ¿ after attaching, check that the distal cover has passed over the hook of the distal ring. Additional observations made and information obtained during the demonstration are as follows: ¿ it was verified that the user pressed on the top of the cover with her thumb and checked that there was no crack after attachment. ¿ the user stated that she didn¿t check if there was any damage to the cover before attaching to the endoscope because ¿she trusts the product quality.¿ ¿ the user stated that she didn¿t check if the cover surely passed over the hook of the distal ring because ¿she completely pushed the cover until the end instead of checking.¿ ¿ the user stated that she asks the doctor to check that the cover is securely attached. To prevent the detachment of the distal cover from recurring, the facility educates or continuously educates its personnel about handling methods. All staff received in-service training from olympus. However, during the interview, it was confirmed that the facility did not carefully review and follow the instructions for use (IFU). They also did not adequately inspect the distal cover prior to attachment, nor use care when attaching the distal cover, so that it does not crack. Furthermore, the facility did not reconfirm the correct operation method by contacting olympus or another expert within your facility. The following additional information was obtained during the interview: ¿ the old design of the distal cover was found in the patient¿s mouth post procedurally, and the incident only occurred once. ¿ the facility educates all personnel involved with attaching the distal cover. In the education, the instruction manual is not used but the verbal communication and hand-on is conducted. ¿ steris bite block with an intermediate latex free strap (48fr, ref#:(B)(4), manufactured by us endoscopy) is used. ¿ the distal cover sterilization packs are removed from the product carton and are stored in mobile storage cart. ¿ no defect/damage was observed on the distal covers before attaching it to the endoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, correction to the initial with information inadvertently left out, and to provide additional information received from the customer. Customer confirmed: the distal cover was not damaged. No anti-fog agent applied to the scope lens. No chemicals used during the procedure that could adhere to the tip of the scope or the distal cover. The user did not detach the cover, the cover fell into patient's mouth. The user did attach the distal cover to the scope and then pull or twist the cover to make sure it does not come off. The distal cover was pushed firmly until the hook shown in the attached image of the distal ring were fully visible within the distal cover opening. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the phenomenon occurred due to the following: the cover was attached to the scope insufficiently. The scope distal end received larger stress during the procedure such as friction load by twisting / pushing / pulling in body than the one the user applied to the distal cover during the inspection prior to use (pulling or twisting stress). However, the root cause of the failure could not be determined. The event can be detected and prevented by following the instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
An olympus representative reported to olympus, on behalf of the customer, that the distal cover fell off of the evis exera iii duodenovideoscope into the patient's mouth. The distal cover was found missing after the scope had been withdrawn from the patient for an unknown therapeutic procedure and was placed on the table. There were no issues noted before and during the procedure. Multiple requests for information have been attempted. This is related to the complaint under patient identifier (B)(6), which involved the distal cover.